Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. It should be noted, these records were received through outside council. This complaint is not yet legal. The patient was implanted on (B)(6) 2005. She was revised on (B)(6) 2014 for pain. The liner and head were revised. There was no mention of metallosis in the note. The liner and head are being reported for pain.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update rec'd 4/6/2016: litigation received. Litigation alleges increased metal ions and trouble walking/sleeping. The stem is being added to the complaint. This complaint was updated on: 4/14/2016.

Manufacturer narrative:
Additional narrative: depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. Per (B)(4), a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Added: report date, describe event or problem, other relevant history, model/lot #, event problem codes, date received by MFR. (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/20/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report metallic debris, oxidized material between the shell and liner, and discomfort. There is no new information that would affect the existing investigation.